Event description:
It was reported that episodes of non sustained lead noise were observed via merlin.net. It was discovered that the device was intermittently oversensing on the ventricular channel. Myopotential oversensing was suspected. Reprogramming changes were recommended. Patient will be brought in for further testing. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.